Event description:
It was reported the actual residual pump volume was greater than the expected residual volume (2.3 ml expected - 10 ml actual residual drug volume). The patient was experiencing a return of symptoms. No diagnostic studies had been performed. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
.